Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have fluid intrusion. Upon visual inspection, there were some fluid intrusion after opening the spar cover. The intrusion was mainly around the spar rocker switch. The unit failed the clutch button test on the patient side cart fixture test platform (pftp) triggering error 25741. Based on these findings, failure analysis concludes that the spar switch rocker is the root cause of the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of the patient clearance button issues on the usm's was due to fluid intrusion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the universal surgical manipulator (usm) 1 patient clearance would not adjust. There was a message saying the "patient clearance has reached its limit." The customer confirmed the patient clearance joint was not at one of the limits and tried adjusting the joint in both directions, but the usm was unresponsive. The technical support engineer (tse) recommended rebooting the system after the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically; however it was unknown if the customer continued using all four system arms.